Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one video for analysis. The video shows two guide wire assemblies. One guide wire showed kinking. The other guide wire appeared functional. It is being assumed that the functional guide wire is shown for comparison. It was also noted that the straightener tube from the sample with the kinked guide wire was missing from the assembly. It is being assumed that this was removed from the customer. Despite the damage, it cannot be verified the exact location of the kink relative to the full assembly without the returned sample for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The IFU also states, "arrow advancer is used to straighten 'j' tip of guidewire for introduction of the guidewire into arrow raulerson syringe or a needle. Using thumb, retract 'j'. Place tip of arrow advancer - with 'j' retracted - into the hole in rear of arrow raulerson syringe plunger or introducer needle". The customer report of kinked guide wire was confirmed by visual inspection of the customer supplied video. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician found the spring wire guide kinked prior to patient use. Device was not used on the patient.

Event description:
It was reported the physician found the spring wire guide kinked prior to patient use. Device was not used on the patient.

Manufacturer narrative:
(B)(4).